Manufacturer narrative:
The field service rep stated the cause was unk, and noted he ran pooled serum on this integra 400 and on an integra 400 at another site, and the two integra compared within 1 unit on sodium results. He also verified the proper operation of the analyzer.

Event description:
The user stated the pt sodium results run on the integra 400 are about 5 units lower than on the cobas 6000 and the gem 4000. She pulled twenty random pt samples and ran a pt correlation. Four of the sets of results were considered discrepant. All results are in mmol per l. Sample 1 initial result was 129, repeat result on the cobas 6000 was 133, repeat result on the gem 4000 was 137. Sample 2 initial result was 134, repeat result on the cobas 6000 was 139, repeat result on the gem 4000 was 140. Sample 3 initial result was 134, repeat result on the cobas 6000 was 138, repeat result on the gem 4000 was 144. Sample 4 initial result was 134, repeat result on the cobas 6000 was 139, repeat result on the gem 4000 was 142. These results were generated for a comparison study and no results were reported out. The user did not indicate any other values other than this comparison study.